Manufacturer narrative:
Product ID: 305901, lot# 51002613, product type: screening device. (B)(4).

Event description:
Information was received from a manufacturer representative. It was reported that the test lead stylet could not be removed. It was noted that it was a bad wire. It was replaced with a fresh lead. The issue was reported as resolved at the time. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 305901, lot# 51002613, product type: screening device. Analysis of the lead (lot# 51002613) found the trial lead wire had been stretched and kinked in multiple locations. The lead has been stretched to 55.2cm. When received, approximately 14.5cm of the stylet was still in the lead. When pulling out the stylet from the lead, there was some resistance felt. It was observed that there was foreign material on the stylet wire approximately 2cm from the distal end. Analysis by chemical technologies found the foreign material to be a protein. This is likely dried body fluids which caused the stylet to pull out of the lead with some resistance. The lead was electrically okay. The returned stylet had several sharp bends in it. Stretching and bending of the lead and/or bending the stylet can cause difficulty when removing the stylet. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.